Event description:
It was reported that the patient with an ambicor penile prosthesis (app) was unable to inflate the device. Upon revision, a fluid loss was identified; therefore, the app was removed and replaced. No patient complications were reported.